Event description:
The patient presented to the clinic after receiving inappropriate therapies due to noise. Noise was reproduced by isometrics. Data also showed slight increase in capture threshold and decrease in pacing lead impedance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.